Event description:
Customer reported her insulin pump keeps alarming motor error twice a day, during bolus and infusion set changes. Customer's blood glucose was 157 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window. All of the buttons functioned properly. However, moisture damage was found at the keypad traces. No button error alarms were noted.